Event description:
It was reported that dilator tip damage occurred. During a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. While preparing the sheath, the physician noted that the distal tip of the dilator was damaged. The damage was present upon unpacking and the distal tip appeared to have been hit. The sheath and dilator were replaced, and the procedure was completed without patient complications. The sheath is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.